Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure after several uses of the basket, the side car-rx (guidewire port) was noted to be pushed back exposing the metal part of the basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of side car-rx pushedback. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.